Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation uterus"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 626686,626146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage and menstrual disorder outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: there were three coils visible on left and seven to eight coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs and medical record received:the event abnormal bleeding (general), perforation fallopian added. Reporters,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) /migration of essure device"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 37-year-old female patient who had essure (batch no. 626686,626146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from june 2008 to september 2008 and paracetamol (acetaminophen) since june 2008. On (B)(6)2008, the patient had essure inserted. In july 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and back pain ("lower back pain"). In august 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and coccydynia ("tailbone pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy and partial hysterectomy on jun-2009). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, menstrual disorder and coccydynia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, anxiety, depression and back pain had not resolved. The reporter considered anxiety, back pain, coccydynia, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils visible on left and seven to eight coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: confirmed essure device was successfully occluded.. Batch number: 626146 man date: 2007/10 exp date: 2009/09 batch number: 626686 man date: 2008/03 exp date: 2010/02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: event per pfs: lower back pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) /migration of essure device"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 37-year-old female patient who had essure (batch no. 626686, 626146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), coccydynia ("tailbone pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy) and surgery (partial hysterectomy on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, coccydynia and dyspareunia outcome was unknown. The reporter considered coccydynia, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils visible on left and seven to eight coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed essure device was successfully occluded. Batch number: 626146 man date: 2007/10 exp date: 2009/09. Batch number: 626686 man date: 2008/03 exp date: 2010/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) /migration of essure device"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 37-year-old female patient who had essure (batch no. 626686,626146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. In december 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), coccydynia ("tailbone pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy) and surgery (partial hysterectomy on jun-2009). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, coccydynia and dyspareunia outcome was unknown. The reporter considered coccydynia, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils visible on left and seven to eight coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet. Added events vaginal haemorrhage , menorrhagia, coccydynia and dyspareunia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) /migration of essure device"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 37-year-old female patient who had essure (batch no. 626686,626146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), coccydynia ("tailbone pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, coccydynia, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, coccydynia, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils visible on left and seven to eight coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed essure device was successfully occluded. Batch number: 626146 man date: 2007/10 exp date: 2009/09. Batch number: 626686 man date: 2008/03 exp date: 2010/02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event psychological or psychiatric problems condition: depression and mental anguish were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.